Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarms was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 108 mg/dl.